Event description:
Caller reported receiving multiple occlusion alarms, eventually resulting in the customers blood glucose to reach 599 mg/dl. To address the elevated blood glucose, the customer administered a correction injection. To resolve the occlusions, the customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.